Event description:
Patient underwent hysteroscopy with dilation and curettage. A coopersurgical uterine explora curette with vacu-lok syringe was used for biopsy when the yellow guard became stuck in the cervical canal of the patient. Multiple attempts were made to retrieve the yellow guard, but all of them were unsuccessful. The patient was suspected to need a hysterectomy due to clinical needs and so this was done earlier in an attempt to remove the foreign body. The foreign body was successfully removed from the patient.